Event description:
Patient had pacemaker placement and when closing the wound with continuous running suture, it was noticed, by physician, that the needle would fid some resistance to do the stitches. After a couple of stitches, the tip of the needle was examined. It was noticed that the very tip of the needle was missing. This was probably 0.5mm of the distal tip of the needle when compared to a similar needle. After this, the suture was interrupted, cut and removed. The pacemaker was removed from the pocket and the fluoroscopy was done to see if a piece of metal could be identified and it could not. An irrigation of the pocket was also done with abundant antibiotic saline solution and then the pacemaker was reintroduced into the pocket. The incision was closed with a different suture with the same type of technique. Patient was taken to the ICU and a msi x-ray was performed and needle was not identified in the x-ray.